Manufacturer narrative:
A stryker field service representative evaluated the device and could not duplicate the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device turned off during use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.